Event description:
A (B)(6) male pt contacted zoll customer support to report that there were bent pins in the electrode belt and the belt would not latch to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (won't latch / bent pins) has been confirmed. As evaluation, the pins in the electrode belt trunk cable connector were bent. The cause of the inability to latch to the monitor is the bent pins. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.